Event description:
It was reported that during a laparoscopic cholecystectomy procedure, once fired, the clips fell out open. The procedure was carried out and finished by using a new other device. No adverse pt consequences was reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.